Event description:
After insertion of the cannula into the pt's aorta, it was noted that the tip of the cannula was misaligned by 180 degrees with respect of the reference line on the cannula tubing. Upon this discovery, the surgeon rotated the cannula such that the tip was facing in the proper direction with respect to the pt's aorta. No pt injury has been reported as a result of this incident.